Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, prior to use, the scrub nurse tried to connect reload to the body but the test was not clean with sound. They used another device to complete the case. There was no patient involved.